Manufacturer narrative:
CAPA 24-005 since the device is unavailable for analysis and the device is fabricated per physician's prescription (rx) only, the root cause of the event is undeterminable. The device complaint or problem cannot be confirmed. It is unknown if any modifications were performed on the device by the provider or patient. The precautions in the instructions for use (IFU-012556_5) state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage, [?]" Additional information was requested from the reporter regarding the event, should additional information be received relevant to the complaint a supplemental report will be filed. Manufactures internal reference number: (B)(4).

Event description:
A remake of the device was requested due to a screw falling out and being swallowed by the patient. No further information was provided. No clinical signs, nor symptoms were reported and the event date is unknown.

Manufacturer narrative:
The investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: refer to CAPA 24-007 and hhe 2024-001 for the root cause. Manufacturer reference:(B)(4).

Manufacturer narrative:
Manufacturer previously reported incorrect information. In this report corrections has been completed. Section g3 and section h6: type of investigation (b), investigation findings (c) and investigation conclusions (d) were corrected in this report manufacturer reference: (B)(4).